Manufacturer narrative:
Result code: CPR manual release pedal was jammed.

Event description:
It was reported by service report that the manual CPR release did not function. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.